Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen at an unknown concentration and dose via an implantable pump. It was reported that the patient presented with redness around the pump. Information was requested from the manufacturer medical affairs team about possible causes and treatments for infection/erosion/skin redness caused by an implanted pump related tothis event. Follow-up was performed to clarify whether the infection/erosion/skin redness actually occurred/were diagnosed in this event. In response, it was reported that the pump had been implanted in (B)(6) 2019 and fluid collection started in (B)(6) 2019. It was indicated that the fluid collection around the pump was hematic, and a sample of it was tested and the fluid was not baclofen. The fluid collection increased over the months, the surgeon decided to explant the device 3 weeks ago (as of (B)(6) 2020). It was indicated that the physician had no further information to share. No further complications were reported or anticipated.